Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate remained at 120 units for 8 hours then began decreasing. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose was 383 mg/dl.